Event description:
Per the clinic, the patient developed an infection resulting in fixture loss. Reimplantation is planned but has not taken place as of the date of this report (B)(6), 2012.

Manufacturer narrative:
(B)(4).